Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control printed circuit board (pcb) as a precaution as it was not possible to reproduce the issue. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The control pcb has been sent for investigation. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced pcb was faulty. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(6).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator a generated technical error code for software error. There was no patient harm. Manufacturer's ref #: (B)(4).